Event description:
The manufacturer received information alleging a ventilator test fail for negative flow. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator test fail for negative flow. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The device's air inlet foam filter, 3-way solenoid valve and proportional valve (aecm) were replaced to address the issue. Additionally, muffler assembly, in-line filters and machine flow sensor were contaminated. The device passed the testing.